Manufacturer narrative:
Evaluation method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Analysis: a gross analysis of the returned product shows that the central regurgitation and stenosis were due to tissue deterioration that caused a large hole in the belly of the left cusp, along with vegetative and thrombotic appearing host material on all cusps. The aortic wall is thinned in the non-coronary sinus area and has a 5 mm horizontal tear. Remnants of pannus remain attached to the inflow of the valve, extending slightly onto the right cusp and attached to the outside of the valve on the cloth cover. Radiography shows small areas of mineralization in the belly of the left cusp and along the right and left cusp margins of attachment. Conclusion: with analysis of the returned product it appears that the device lack of effectiveness is related to pt conditions. There was no further complication to the pt reported.

Event description:
Medtronic recived info that the freestyle aortic root bioprosthesis was explanted due to aortic insufficiency, central regurgitation, and stenosis as noted by echo. There was no further complication to the pt reported.